Event description:
Customer reported unexpected negative reactions on the abs2000. An anti-jka, reacting only with ficin-treated red cells, was discovered when 1 of 3 units crossmatched were incompatible. There is no previous record of transfusion at the facility.

Manufacturer narrative:
The capture-r ready-screen (crrs) lot used in testing expired prior to receiving the complaint. The presence of the jka antigen on crrs, lot g152, was verified through lot release records. The customer did not return product or sample for investigation. It is not possible to rule out the nature of the sample as a cause of the event.